Manufacturer narrative:
The reporter¿s phone number was not provided. UDI, the device manufacture date is currently unavailable. Therefore, the UDI is incomplete. The manufacturing location is currently not available. Service review: a review of the service history record indicates that the device has been serviced within the last year for a service condition that is not relevant to the current reported condition. The actual device was returned for evaluation. The device was evaluated and it was determined that the reported condition was not confirmed. A pre-repair diagnostic assessment was performed, and the device passed all tests. No failures were identified. Therefore, an assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the electric pen drive device overheated. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.